Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-06669. It was reported that one of the patient¿s lead migrated. As a result, the patient did not receive effective stimulation. The patient underwent surgical intervention where the entire scs system was removed. Please see MFR. Report#: 1627487-2015-03071 and 1627487-2015-03072.